Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a bilateral depuy asr hip on or about (B)(6) 2006. Some time after the surgery, patient began experiencing pain and other known or unknown medical complications. Additionally, it is alleged that patient's blood work showed excessive levels of cobalt and chromium. Patient was scheduled to have revision surgery on or about (B)(6) 2011.